Manufacturer narrative:
Per case comments. Sensor was successfully removed, during a follow up removal attempt on (B)(6) 2021. User is doing fine. No further investigation was found necessary. D2: product code changed to qhj.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On september 01st 2021, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.